Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is inconclusive due to the state of the returned sample. One photograph of a powerpicc sv was returned for evaluation. An initial visual observation of the photograph showed a section of catheter tubing just distal to the molded joint which appeared to be flattened. Evidence of use was observed on the sample in the returned photograph. No details of the damage can be discerned from the returned photograph. Inspection of the returned photograph was insufficient to identify the alleged issue or a root cause of the reported issue. Therefore, this complaint is inconclusive at this time. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that, "PICC was inserted on (B)(6) 2024. A leak was identified on the 23rd may as the dressing became wet. The PICC was removed, and a new one has yet to be inserted. The PICC was inserted in the ICU by doctor and placement was confirmed via chest xray. Chemotherapy agents were administered through the PICC and there were no complications during or after insertion. A securacath was used as the fixation device rather than a statlock device. The PICC was discarded. The securacath fixation device could have been the cause of the tear/hole in the PICC. Chemotherapy postponed until new PICC is inserted."

Event description:
It was reported that, "PICC was inserted on (B)(6) 2024. A leak was identified on the 23rd may as the dressing became wet. The PICC was removed, and a new one has yet to be inserted. The PICC was inserted in the ICU by doctor and placement was confirmed via chest xray. Chemotherapy agents were administered through the PICC and there were no complications during or after insertion. A securacath was used as the fixation device rather than a statlock device. The PICC was discarded. The securacath fixation device could have been the cause of the tear/hole in the PICC. Chemotherapy postponed until new PICC is inserted."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.